Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that implantable pacemaker was explanted for unknown reason. A non-boston scientific device was successfully implanted. No additional adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 patient code. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that implantable pacemaker was explanted for unknown reason. A non-boston scientific device was successfully implanted. No additional adverse patient effects were reported. This device was already returned to boston scientific. Additional information indicated that this pacemaker was explanted due to infection. No additional adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 patient code. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that implantable pacemaker was explanted for unknown reason. A non-boston scientific device was successfully implanted. No additional adverse patient effects were reported. This device was already returned to boston scientific. Additional information indicated that this pacemaker was explanted due to infection. No additional adverse patient effects were reported. This device was already returned to boston scientific.